Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer continued to use the pump for insulin therapy, and has an alternate method available for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.